Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on review of the case notes and data available, there is no indication of an issue with the system. Bg values meet the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. The case notes indicated that the user stated taking "doxin". As shared in the user guide, " medications of the tetracycline class, such as tetracycline, doxycycline, minocycline, tigecycline, may falsely lower glucose and you should not rely on cgm readings when taking drugs in this class.". User was educated about information from the user guide and they were advised to contact their hcp for further assistance and they were reminded that the sg values are not reliable while taking doxin so they should monitor her bg well and make sure to measure bg before making decisions. Dms shows usage of the system and information up to date.

Event description:
On february 20 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.